Event description:
Patient presented in ER with pain, x-rays showed a subsidence of the femoral stem, with a draining wound, doctor opted to bring to surgery to remove implants due to infection, patient is demented and very ill.

Manufacturer narrative:
The following other hip devices were also listed in this report: unitrax modular endo head 54mm, cat# 6942-5-054, lot# a09s268; unitrax v40 sleeve -4mm, cat# 6942-6-060, lot# 41974802. It cannot be determined which, if any of these devices may have caused or contributed to the patient's infection. An evaluation of the device cannot be performed as the device was retained by the surgeon and was not returned to the manufacturer. Additional information (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Device not returned to the manufacturer

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding infection involving an accolade stem was reported. The event was not confirmed. Method and results: device evaluation and results: could not be performed as no items associated with the event were returned or made available for identification or evaluation. Medical records received and evaluation: not performed as medical records were not provided for evaluation device history review: review of the device history records indicates the devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the manufacturing lot or for the sterility lot referenced. Conclusions: the source of the infection could not be determined as patient information, clinical history, and results of bloodwork for infection were not provided. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting.

Event description:
Patient presented in ER with pain, x-rays showed a subsidence of the femoral stem, with a draining wound, doctor opted to bring to surgery to remove implants due to infection, patient is demented and very ill.